Manufacturer narrative:
Investigation findings: an evaluation of the console confirmed the reported problem which was related to a short in the control board. A review of product history for the past 2 yrs shows no similar reported events. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use, the console's display lights started to flash and then the unit began to smoke. There was no report of injury or delay related to this event. The surgery was completed using another console.